Event description:
A customer reported that the elite system is reading low. The patient stated that on the day of the event the patient complained of being nauseous and weak. The patient began to vomit and initially thought that it could be the flu. At approximately 10:00 pm patient's blood sugar on the elite was 50-60 mg/dl. The patient reportedly could not breathe and patient's breath was very sweet--indicative of ketoacidosis. At 11:00 pm the patient was taken to the hospital and a blood sugar of over 600 mg/dl was reported (method unknown). The patient was kept in ICU for 3 days regulating blood sugar and electrolytes. While on the phone a review of the system was conducted. Electronic checks and control testing was satisfactory. The customer's technique was reviewed and the customer was holding the elite completely upside-down during the application of blood. This could have caused the lower readings. The correct technique was explained. Since the instrument electronically was functioning correctly a request was made to return the reagent for evaluation. Lot number d1f05lp061 expiry dated 12/02. In the meantime a replacement unit was provided.